Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. 51 days post operative, during a therapy session, a suture was noted to be unabsorbed under the outer knee with purulent discharge. The patient has experienced wound dehiscence, delayed healing, and infection. Additional information has been requested.